Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient is caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with a mentor smooth round moderate profile 700cc saline prostheses experienced capsular contracture (baker¿s grade unknown) post procedure. As a result, an explant was performed on (B)(6) 2019. It is unclear whether the deflation was unilateral or bilateral, therefore, mentor is conservatively reporting both implants. No additional information is available at this time. If additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2019-15468 for contralateral prosthesis report.